Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included stress testing, power cycling, and full functionality testing without duplicating the reported malfunction. The device's multi-function cable receptacle was replaced as a precaution. The device was recertified and returned to the customer with a new multifunction cable. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device reboot/reset itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.